Event description:
Boston scientific received information that during a routine device changeout procedure, extended time to remove the device from the pocket occurred. Once the device was removed from the pocket, the header was observed to be loose. Additionally, difficulty removing the pace/sense portion of the lead was endured as a result of insulation separation and a suspected set screw issue. The chronic right ventricular (rv) lead was surgically abandoned due to no vascular access in the patient anatomy. A new device system was implanted on the opposite side of the patient's body. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection identified insulation damage on the rate/sense portion of the lead, located behind the long is-1 terminal pin. Evidence showed damage appeared to be induced during removal out of the header. There was also a tear in molded insulation which appeared to be from edges of a broken ID label. This type of damage is consistent with long pin is-1 terminal damage.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was returned for reliability analysis.